Event description:
E-cylinder of medical grade was connected to a carbon dioxide regulator for delivery to an extra-corporeal membrane oxygenator. The gauge on the regulator pegged at maximum pressure (greater than 1000 psi) and the needle bent. Gauge broke. A second gauge and regulator were attached to the cylinder and the same thing happened. Upon inspection, it was determined that the tank was filled to almost 1600 psi when the maximum pressure should be only 800 psi. No warning was on the cylinder that it was filled to almost twice the normal pressure and that connecting it to standard regulator gauges could cause damage to the regulator. Vendor was notified and tank was returned. Same problem has happened with three different tanks.